Manufacturer narrative:
Investigation: bd received a 22 gauge nexiva single port unit from lot 0239680 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the package was still sealed and missing the pinch clamp. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process.

Event description:
It was reported that bd nexiva¿ closed IV catheter systems experienced 2 cases of missing tubing clamps and 1 case of blood exposure/splash. The following information was provided by the initial reporter: the clamp was missing for two products. In the first case, without noticing that there was no clamp, the hcp used the product, which caused blood exposure. In the second case, the hcp found that there was no clamp before opening the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter systems experienced 2 cases of missing tubing clamps and 1 case of blood exposure/splash. The following information was provided by the initial reporter: the clamp was missing for two products. In the first case, without noticing that there was no clamp, the hcp used the product, which caused blood exposure. In the second case, the hcp found that there was no clamp before opening the package.